Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2. The patient alleged device was hot, and it burned patient's nostril. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation 2. The patient alleged device was hot, and it burned patient's nostril. Additionally, the device serviced by the service center. During the evaluation, pil used a pil supplied water tank, heated tube, power supply and ac power cord on the dreamstation 2 and the device powered on, and airflow was verified. Pil verified that the heater plate and a pil supplied heated tube was working. Pil has done the temperature test. Pil performed an external and internal inspection of the device and found that the water tank was visually free of contamination. Dust-like contamination at the output of the iso (international standard organization) port tube. Dust-like contamination on the heater plate. On the pca (printed circuit assembly), there was some potential solder cleaner residue near c76 and c36. Unknown dust-like contamination on top of the blower motor and blower motor seal. Unknown dust-like white and black contamination at the air inlet of the blower box. Unknown dust-like white and black contamination and some tiny fibers/hairs in the bottom of the blower box. Unknown dust-like tiny fibers/hairs under the heater plate, on the heater plate spring. Pil was not able to confirm the complaint of the device being too hot. Pil was not able to address the patient¿s symptoms. During the evaluation #178 error code was found. Correction to the previous report, country section has been corrected. Mandatory section has been updated/ corrected.